Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 48 year old male patient admitted in with known cardiomyopathy, presenting in scai stage c shock. Prior to the 5.5 placement the patient was on inotropes and vasopressors. The medical history was not shared. The 5.5 was supporting when on day 8 of the support there was a hematoma that developed. The cardiothoracic surgeon was consulted but, the team did not intervene upon the hematoma. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The pump remains on for support and has not been explanted or replaced.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 clinical narrative updated.

Event description:
Clinical narrative (updated): an impella 5.5 was inserted via the axillary artery graft site to support a 48-year-old male patient admitted with known cardiomyopathy, presenting in scai stage c shock. Prior to placement, the patient was on inotropes and vasopressors. Medical history was not shared. On day 8 of support, a hematoma developed. Cardiothoracic surgery was consulted, but the team did not intervene. Impella was removed per surgeon¿s decision, noting ¿patient is having random bleeding¿ and a leg hematoma. Placement signal alarms were not reliable. Optical sensor issue was noted. Echo was performed. The placement signal issue had no clinical impact on the patient's hemodynamics. Patient survived to explant. The hematoma and bleeding is consistent with access-site complications and anticoagulation requirements associated with impella support.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.